Manufacturer narrative:
Investigation: initiated manufacturer's investigation: review DHR. Inspect returned samples. *analysis and findings distribution history the complaint product was packaged at csi 09/2020. Manufacturing record review lot 203102 was built into csi work order (B)(4). DHR-2030 - (B)(4) was reviewed and no non-conformities, related to the complaint condition were noted. It should also be noted that work order (B)(4) was post sterilization sampled by qa for visual and functional attributes where no issues were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed did showed similar reported complaint conditions. Product receipt the complaint product was received at csi trumbull under RMA 316797. Visual evaluation visual evaluation of the complaint product was performed, and no obvious damage was noted. Two staplers were returned; both were depleted of staples and very soiled. Both pouches were returned with the staplers, no obvious damage or seal issue was noted. Functional evaluation functional evaluation of the complaint product was performed. Both staplers were fired and functioned as expected after ample cleaning as the mechanism was jammed with bio remnants from the procedure which caused a hang-up of the lever return. Root cause a definitive root cause cannot be reliably determined at this time. *correction and/or corrective action. Coopersurgical will continue to monitor this complaint condition for trends. *was the complaint confirmed? No.

Event description:
Staples misfiring. (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Insorb 30 stapler 2030. E-complaint- (B)(4). "Staples misfiring".